Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two months ago. Aneurysm and vessel morphology were not reported. It was reported that the ipsilateral limb was found to have thrombosed one month post implant. The physician was able to thrombolyze the limb partially clearing the occlusion followed by placement of a stent. This successfully resolved the occlusion. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (occlusion), lack of information (unknown cause of occlusion). Evaluation conclusion: lack of information (unknown cause of occlusion).